Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an error on channel b. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "chb failure" related issues. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with an error on channel b was confirmed during product evaluation. The root cause of the reported problem was determined to be a cracked tube load motor collar. Appropriate action was taken to correct the reported problem by replacing the channel b pump head module. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.